Manufacturer narrative:
H3: no product was received for analysis, however, an 8-page pdf of screenshots of the device¿s programming screens, dose history, and associated clinical documentation was attached to the complaint. No physical inspection, functional testing, or verification of hardware condition could be performed. No event logs or pump download files were provided and therefore no device malfunction can be confirmed. The pump displays indicated normal operation, correct programming, and delivered volumes consistent with expected performance. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a delivery problem. There was patient involvement.